Event description:
Provider attempted to place the spinal for laboring patient and the medication did not set and was reported as 'patchy'. The patient required additional spinal with a different kit where the medication did 'set' and was not patchy. This is with a different provider than those that have been reported previously.